Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, remote manager latch and scanner were not working. The customer stated that there was no delay, but the malfunction occurred when the user tried to issue medication to the patient. There were no adverse events or injuries reported due to this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the remote manager latch and scanner were not working. A field service engineer found that the remote manager door latch and barcode scanner failed, replaced the faulty latch and the scanner to resolve the issue. The system functioned as intended after the field service engineer repaired the device.